Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 30dec2020 in the b.5. Field. No further follow-up is planned. Evaluation summary a physician reported on behalf of a male patient that there was a gap between injection button and the pen body of the patient's humapen savvio device. No adverse event was reported. Investigation of the returned device (batch 1703v04, march 2017) found the device to be functional. However, the investigation confirmed the presence of the gap and identified a broken bulkhead component, and found an oily substance present on the housing collar near the bulkhead subassembly. Spectroscopic analysis of the oily substance identified it to be consistent with a fatty acid-based substance. The fatty acid-based substance, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. A broken bulkhead can lead to an over- or underdose. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a physician, who contacted the company with a product complaint, concerns a male patient. The patient received insulin lispro (humalog) via humapen savvio (green) beginning on unknown date. On 21-oct-2020, the physician reported to the manufacturer that there was a gap between injection button and the pen body (lot number 1703v04, product complaint number (B)(4). On 23-oct-2020, the manufacturer received the complaint device and bulkhead failure was found. The operator of device was unknown. It was unknown if the operator was trained. The usage duration of this device model and the complaint device was unknown. The device was returned to the manufacturer for investigation. There was evidence of improper use. Edit 27oct2020: updated medwatch fields for expedited device reporting. No new information added. Update 03dec2020: additional information was received from the global product complaint database on 30nov2020. Added device investigation result. Narrative and corresponding fields were updated.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a physician, who contacted the company with a product complaint, concerns a male patient. The patient received insulin lispro (humalog) via humapen savvio (green) beginning on unknown date. On (B)(6) 2020, the physician reported to the manufacturer that there was a gap between injection button and the pen body (lot number 1703v04, product complaint number (B)(4)). On (B)(6) 2020, the manufacturer received the complaint device and bulkhead failure was found. The operator of device was unknown. It was unknown if the operator was trained. The usage duration of this device model and the complaint device was unknown. The device was returned to the manufacturer for investigation. Edit 27oct2020: updated medwatch fields for expedited device reporting. No new information added.